Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a problem with the door clamp was confirmed and reproduced as the unit was found with the door latch broken. The cause of the reported condition was attributed to a crack in the door latch. The door latch was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with "door clamp." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.